Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the complaint investigation. Additional information: d9. The subject device was returned for device investigation. The device evaluation found no reportable findings. There was no report on the subject device being used in the procedure after the suggested event was reviewed. Based on the results of the investigation, there could potentially be a correlation between the actual product/device status and cause of contamination. In general, device damages (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The events can be prevented by following the instructions for use, which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.